Event description:
Literature: vidailhet m, yelnik j, lagrange c, et al. Bilateral pallidal deep brain stimulation for the treatment of pts with dystonia-choreoathetosis cerebral palsy: a study. Lancet neurol. 2009; 8(8)709-17. Summary: this article presents a study of the effectiveness of bilateral deep brain stimulation of the globus paalidus internus in 13 pts for the treatment of dystonia-choreoathetosis cerebral palsy. Reportable event: the stimulator had to be moved in one pt because of subclavicular pain. It was also noted that the therapeutic contacts lay outside the boundaries of the gpi and no beneficial effect was obtained. See literature article with MFR report# 2182207-2009-06602.